Event description:
It was reported that during a three-month follow-up, no capture of ventricle was observed, rv lead was capturing atrium. Chest x-ray confirmed lead dislodgement. It was later noted that there was no capture on the lv lead. And chest x-ray confirmed lead dislodgement. The lv lead was explanted and replaced. Related manufacturer reference number: 2017865-2022-50542.